Event description:
Unomedical reference number 1938986 event occurred in the united states. It was reported that the patient faced adhesive events where 6 infusion sets fell off on 12-jun-2024 during use. Infusion sets were used for less than 24 hours. The blood glucose level was 125 - 350 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 6.